Event description:
It was reported a device difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). After deployment, the closure device did not meet release criteria and an attempt was made to recapture the device. During recapture, a closure device anchor was unable to be resheathed and caused damage to the distal end of the wds. The closure device and wds were removed from the patient anatomy. A second wds and closure device were used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device analysis the returned device consisted of a watchman delivery system (wds) with the feet of the 33mm closure device 1cm outside of the wds sheath. The implant, sheath, hub, core wire and sheath tip were visually and microscopically inspected. The tri cuts of the tip were flared, the distal marker band was kinked, and abrasions were present on the inside of the sheath tip. The anchor damage was identified on the closure device and one anchor had pierced a tri cut. The tip and anchor damage was consistent with deploying, recapturing, and redeploying the closure device in the anatomy. Product analysis confirmed the reported device damage as an anchor was piercing one of the tri cuts. Product analysis could not confirm the reported event of device difficult to recapture as clinical circumstances could not be replicated.

Event description:
It was reported a device difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). After deployment, the closure device did not meet release criteria and an attempt was made to recapture the device. During recapture, a closure device anchor was unable to be resheathed and caused damage to the distal end of the wds. The closure device and wds were removed from the patient anatomy. A second wds and closure device were used to complete the procedure. No patient complications were reported.